Event description:
It was reported that the customer had a black blotch on the screen of the insulin pump. The customer stated that nothing significant occurred to the insulin pump prior to noticing the blotch. The customer was unaware of how the damage occurred. The customer's blood glucose was unknown. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.